Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that mis call received on 30dec2023, they were treating their first patient. When mis moved the patient back the rectal probe came out. The water temperature went up to 40c. Now the water temperature was back to 18c and the patient was 34c. They arctic sun device gave a low air leak message. The flow was bouncing between 0.9 and 0.2lpm. Currently flow is 0.9lpm, inlet pressure was 7.0psi, circulation pump was 91%. S/n (B)(6). Walked nurse through disconnecting and properly reconnecting the pads. Mis confirmed one connection was "sideways". The flow between 0.9 and 1.2lpm. At end of call flow 1.0lpm, inlet pressure was -7.2psi, circulation pump was 87%. It was stated that low air leak message did not return.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a duplicate of an event previously reported. Section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that mis call received on 30dec2023, they were treating their first patient. When mis moved the patient back the rectal probe came out. The water temperature went up to 40c. Now the water temperature was back to 18c and the patient was 34c. They arctic sun device gave a low air leak message. The flow was bouncing between 0.9 and 0.2lpm. Currently flow is 0.9lpm, inlet pressure was -7.0psi, circulation pump was 91%. S/n (B)(6). Walked nurse through disconnecting and properly reconnecting the pads. Mis confirmed one connection was "sideways". The flow between 0.9 and 1.2lpm. At end of call flow 1.0lpm, inlet pressure was -7.2psi, circulation pump was 87%. It was stated that low air leak message did not return. Per sample evaluation results received via task on 12apr2024, control panel power up to control panel screen was red circle with red slash.